Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the power management board. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. The customer attempted to power up the iabp but it would not switch on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - b4,e1(site country,event site state - (B)(6)), h6(type of investigation, investigation findings, component code, health effect ¿ impact codes,investigation conclusions). Corrected field - h6(health effect ¿ clinical code).